Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
A patient reported being unhappy with visual outcome since the date of implant. After receiving several second opinions, patient was advised that the lens had curled up. The patient reportedly returned to to original surgeon and the lens was subsequently explanted due to a lens vault. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The complaint lens was not returned to the manufacturer for evaluation. Therefore a product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Event description:
Patient reportedly had preexisting epiretinal membrane and a yag was performed treat it. Posterior lens vault was noticed on (B)(6) 2016 in the left eye. During a recent second opinion follow up visit the patient was reportedly advised that a piece of the lens remains in patients left eye.

Event description:
Upon follow up, a second opinion physician reported that the patient is having some positive visual phenomena in the left eye presumably from retained crystalens haptic.